Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.  Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm measuring 65.2mm in diameter with gore® excluder® aaa endoprostheses. On (B)(6) 2018 a proximal type I and a type ii endoleak was discovered. The maximum aortic diameter was 72mm by ultrasound. The type ii was from the sma to ima. On (B)(6) 2018 the type ii endoleak was treated by means of coil embolization. On (B)(6) 2019 an additional aortic endograft of unknown type was implanted to treat the type I endoleak. The patient tolerated the procedure.